Event description:
On (B)(6) 2017, the lay-user/patient contacted lifescan (lfs) USA, alleging that the lancet in her onetouch delica lancing device was not fully penetrating. The complaint was classified based on the customer service representative (csr) documentation and on additional information obtained by the medical surveillance specialist after reviewing the call recording. The patient reported that the alleged product issue began on the afternoon of (B)(6) 2017. The patient informed the csr that she manages her diabetes with self-adjusted doses of insulin. The patient denied making any changes to her usual diabetes management regimen due to the alleged issue. During the call, the patient claimed that on (B)(6) 2017 she developed ¿confusion with words¿ but was unable to test her blood glucose due to the reported issue. The patient claimed that the emergency medical services (ems) were contacted for assistance who treated her with food on their arrival. The patient stated her blood glucose was measured on the ems device but was unable to provide the result obtained. At the time of troubleshooting, the csr confirmed that the lancing device was not being used for the first time and there was no indication of misuse of the device. The csr reviewed the patient¿s technique on how to use the lancing device and the alleged issue could not be resolved. Product was replaced and requested back for investigation. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly received hcp treatment for an acute low blood glucose excursion after the alleged product issue began.